Manufacturer narrative:
Zoll medical corporation has received the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a male pt, the device was unable to obtain an ECG signal via electrode pads. The complainant alleged that they obtained another set of non-zoll electrode pads. Complainant indicated that the pt subsequently expired, however, it was not a result of the reported malfunction.